Manufacturer narrative:
Corrections: outcomes attributed to adverse event: 'other' no longer applies. Type of reportable event: 'serious injury' no longer applies. Recall number: recall noted in initial regulatory report (z-1151-2008) no longer applies. The event is no longer considered reportable. There was no device malfunction, and all symptoms associated with the event did not meet the requirements to be considered a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the patient was seen in a hcps office on (B)(6) 2016 at the request of the primary care provider. A catheter dye and rotor study was performed in the office along with a refill. It was determined that the patient¿s pump was appropriately functioning, and there was no granuloma. Medication removed from the reservoir matched the expected volume. The pump was updated, and the patient was sent back to the primary care provider. It was unknown when the patient first started experiencing the reported symptoms between refills. A granuloma was ruled out. It was unknown what the cause of the reported symptoms between refills was. The reported symptoms between refills had been resolved.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 600 mcg/ml; 215.79 mcg/day and morphine 20 mg/ml; 7.193 mg/day via an implantable pump. Indication for use was intractable spasticity. Concomitant medication was dilaudid and valium. Valium was given for an onset of muscle spasms. The patient did not usually take the medication but had taken them the last three months. The date of the event was (B)(6) 2013 (approximate). It was reported the patient experienced a sudden change in therapy/symptoms. The patient experienced symptoms that would start one week prior to refills noted as cold sweats, back pain, severe muscle spasms and high blood pressure. The patient did not have a fever. In the last two weeks the patient had been to the doctor¿s office two times with cold sweats, back pain, and muscle spasms where he could not walk or stand. The patient could not function and would sweat through 10 shirts. The patient would go to the emergency room and get intravenous fluids of 8 mg of dilaudid and valium and he would feel better. The last pump refill was (B)(6). The primary physician believed it was opioid withdrawal. The healthcare professional recommended a dye study to confirm the function of the catheter. The physician read the pump (B)(6) 2016 and stated that the pump was working but mentioned the possibility of a granuloma. The patient had been in the hospital three times but also had an underlying condition. The patient had a kidney infection and was hospitalized.

Event description:
Additional information was received from a consumer on 2017-mar-20. It was reported that the patient was having issues with symptoms of sweating and spasticity. It was stated that prior to recently he only had these symptoms when it came close to his refill date. The patient would get filled and then it would resolve. These symptoms were now happening more frequently (every week). It was stated that the patient did not have quality of life. It was noted that the patient had an underlying condition of spina bifida and that the patient had 20 operations in their lifetime with last one being a fusion that was quite extensive. It was mentioned that the primary doctor thought that these symptoms were related to the pump. It was indicated that the patient was put into a nursing home friday (B)(6) 2017 on an unspecified intravenous (IV) fluid to have the symptoms addressed, and was due to be released but may not be. It was reported that the patient would sweat profusely and could soak a shirt very quickly and also was experiencing muscle spasms and muscle weakness. This was considered a gradual change in therapy/symptoms. It was noted that the patient had these symptoms before and they would sometimes require emergency room (ER) visits in the past and these episodes had gradually gotten more frequent. It was reported that a dye study was performed in (B)(6) 2017 to check for a kink in the catheter but they did not find issues. It was indicated that a manufacturer's representative was present and that it was believed that the representative was aware of the patient issues/symptoms, per the consumer. At the time of the call, the consumer did not know of any volume discrepancies that might have been found. It was hoped that the patient could be seen by the doctor that week (from (B)(6) 2017) again to have their symptoms addressed. It was indicated that the symptoms started a year after the pump was put in. The patient had been given valium for when they had symptoms. The patient was currently receiving baclofen and morphine at an unknown concentrations and doses from the pump. No alarms had been heard. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative on 2017-apr-14. At the time of the dye/rotor study, everything was determined to be fine with the catheter and rotor. The symptoms were not reported to the representative at the time of the study. The representative called the patient on (B)(6) 2017. The patient stated he had these symptoms prior to being implanted with the pump. The patient stated they were being supplemented with oral baclofen since his call in and his symptoms had improved over the last three weeks. There were no changes made to the pump and the next appointment was on (B)(6) 2017 for refill. The representative did not have the patient¿s weight. The representative offered to attend the patient¿s next appointment date and the patient declined saying the pump was not the problem. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.